Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their blood glucose and sensor readings. The customer states their sensor reading was 40mg/dl, but their blood glucose level was 400mg/dl. Troubleshoot was conducted. The customer was advised that it could be a calibration issue. Nothing is being returned or replaced at this time.